Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the fuse and capacitor for motor have been replaced. The defective parts have not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer ref.#:(B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The cause of the issue was related to fuse and capacitor for motor. Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in previous report: d4 serial # corresponds to device involved in the event, which is "compressor mini 230v 50hz¿. A correction of fields # d1 brand name, # d4 version or model #, d4 ¿ unique identifier (UDI) # and #h8 usage of device was required. D1 - brand name: previous brand name: compr mini 230v 50hz, corrected brand name: compressor mini 115v 60hz d4 - version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779, d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected primary di number: (B)(4), #h8 usage of device: previous usage of device: unknown, corrected usage of device: reuse.